Manufacturer narrative:
An eval of the reported devices cannot be performed as the devices remained implanted in the pt and were not returned to the MFR. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "left knee approx (B)(6) of 2007. Right knee approx (B)(6) of 2008. Left hip approx 2004. Right hip approx 2005. Car accident in (B)(6) of 2008. The hip/recall issues are being handled by her lawyer and she is not reporting on that at this time. The pt's main complaint is difficulty walking on the left knee. She explained it as feeling like it shifts. This occurs while walking and also if standing for a long period of time. She can often feel it shift back and forth and is unstable. On one occasion she turned and all of a sudden she couldn't put any weight on it at all. She would like to know if any of her knee implants have been recalled."